Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained rv oversensing due to post-paced t wave oversensing was observed. The patient did not receive therapy during the oversensing. No intervention has been done as the lead remains implanted and will be monitored. The patient is in stable condition.

Event description:
New information revealed that programming changes were made to resolve the oversensing.